Event description:
During the procedure, the physician initially torqued the vista brite tip guiding catheter and the device couldn't be removed the patient. The device became unresponsive and the physician could not get it out. The device was removed from the patient by another physician. There was no damage noted with the package or device prior to use. The device was stored per the instructions for use. The reference vessel was non-tortuous. The procedure was completed with another cordis catheter. The device was removed intact (in one piece) from the patient. A non-cordis catheter sheath introducer was used. The event may have resulted from overtorquing leading to twisting of the shaft. There was no patient injury.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete.additional information will be submitted within 30 days from receipt.concomitant devices included a terumo catheter sheath introducer.review of the manufacturing documentation associated with this lot presented no issues or anomalies during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
During an invasive procedure, a vista brite tip guide catheter became "unresponsive" after the physician torqued it a couple of times and then he was unable to withdraw if through the terumo sheath introducer. Another physician was called into assist and was able to withdraw the catheter. The unit remained intact and no patient injury occurred. No anomalies had been noted on the catheter prior to use and the patient's vasculature was not tortuous. The reporter stated that the issue may have resulted from overtorquing. A 6fr non-sterile vista brite tip guide catheter was returned for analysis coiled in a plastic bag. The catheter was kinked and twisted. No other abnormalities were found. The brite tip outer diameter was measured and found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Severe kinking and twisting were confirmed on the catheter. This appears to be a result of over-torquing and likely led to the withdrawal difficulty. Review of the available information suggests that device handling and/or procedural factors led to the difficulty. There are no indications that this is related to the manufacturing process. No actions will be taken at this time.